Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff, an healicoil´s anchor tip snapped off when inserted into the bone, although correct surgical technique was followed to create the insertion hole; which was prepared with a silver/gold awl and appropriate dilatator tap. The healicoil´s anchor tip was removed from the patient. Patient´s bone quality was incredibly hard; therefore the surgery resumed after a non-significant delay with a supplementary back-up peek anchor in place of the regenesorb material, in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. An analysis of the customer provided images found an anchor with a broken tip, still on the inserter. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.